Manufacturer narrative:
The insulin pump was received with no unexpected rattling of pump noted. The pump was received with partial white display due to cracked and bleeding lcd glass. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to partial white display. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, stained serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the screen was blank and when they shake the pump, it rattles. The product was returned for analysis.